Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was not launching. A technical support specialist dialed into the station and found a suspect database in structured query language server management studio (ssms). The tss followed the knowledge article of corrupt index error for station database but encountered a permission error. The tss applied knowledge article of proper datasync procedure & how to place new db in es station, dropped and reinstalled the database, then performed a full synchronization. The tss verified communication in the data synchronization debug log and error was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station application was not launching. The customer rebooted the station but still getting the same error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.